Event description:
Had a bunion removed and hammer toes corrected on right foot 2-28-13/ambulatory. I had a severe reaction to the vicryl sutures on my foot. Severe pain, pustula, infected, and the redness is still present with much tenderness. I notified the company and this reaction has impeded my recovery in every way.